Event description:
Subsequent to breakfast and morning insulin injection (g/a) on 10/20. Pt tested her blood on her meter with a result of 120 mg/dl. Shortly thereafter, she became tired and lethargic and could not remain awake. An ambulance was called and the pt was transported to the hosp were a lab bg reading of 582 mg/dl, was obtained at 10/a. She was treated with an injection of insulin (amt/type unknown) and released 3 hrs later. Meter cleaning/maintenance and calibration status is unkown at this time.